Manufacturer narrative:
Corrected data: correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 10/28/2025.

Event description:
No additional information received.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, the ultrasound medium has decreased in volume due to leakage from a pinhole on the distal end and that air bubbles have entered the medium. The issue is attributed to component failure. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the ultrasonic probe was leaking ultrasonic medium. There was no patient involvement.